Event description:
According to the reporter, intra-operatively of an atypical wedge resection, while setting up the stapler prior to firing, the reload was placed on the handle without issues, but it was not possible to close the reload. Another handle and reload were used to complete the case. There was no patient injury. The sales representative tried to load another reload to the handle but the same issue occurred. Medtronic's initial evaluation of the incident device found internal components revealed that the loading unit was partially fired.

Manufacturer narrative:
D10 concomitant products: 030403, 030403 gia universal for open surgery (lot#:p3a0387), unknown egia su, unknown endo gia sulu (lot#:unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit was partially fired to the 2cm cut line. The proximal end of the adapter was broken. It was reported that the jaws does not close. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the loading unit while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.